Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but had not sought further help. It was reported the device ¿has to be removed and put baclofen at a different spot¿. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information reported the patient recently had "expiration and re-positioning" of the pump. It was noted that the "tethering devices on the pump had come undone." This was a result of the pump flipping within the wound. This issue was reportedly resolved. The pump was now feeling a lot better. The pump was used to deliver morphine, clonidine, and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient mentioned getting migraines every once in a while. They only had one migraine since the pump was implanted, and they thought the migraine was caused by stress. The patient reported their pump had been taken out and repositioned because the "hooks did not stay hooked". Shortly after this surgery the patient had the migraine. Prior to getting the pump, the patient stated they would always get a migraine the day after their period ended. Now that the patient had gone through menopause, the migraines had stopped, except the one.

Event description:
It was later reported that the day prior to the report date the patient¿s health care provider (hcp) told her that her pump was side ways. It was just above her waistband and every time she sat down it ¿rolled up¿. It was noted, the patient had lost weight since her pump was implanted. One of the patient¿s hcp¿s told her it needed to be repositioned and another hcp told her to wear spanks. It was also reported the medications in the patient¿s pump were not currently enough to cover the pain when she would walk. The trouble walking had begun two to three weeks prior to the report date when an hcp pushed on her ¿facetta¿. Another hcp gave the patient an injection the day prior to the report date for the painful walking. The device system was used to deliver morphine and ¿two other drugs¿. Additional information has been requested, but was not available as of the date of this report.